Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on-site by our field service engineer. The reported alarm could not be duplicated and the ventilator passed pre-use checks. No parts were replaced and the ventilator was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided ventilator logs shows that alarms for respiratory rate high, peep low and expiratory minute volume low were generated on the reported event date and time. Generated alarms were silenced indicating that the ventilator was under surveillance by an operator. The inspiratory and expiratory minute volume decreases thereafter whereas the end expiratory pressure is constant. Alarms for no patient effort are then generated. The apnea conditions are fulfilled and the ventilator automatically switches to backup ventilation mode (pressure control). The user then switches to volume control ventilation mode. The airway pressure is then dependent on the tidal volume, inspiration time and the resistance and compliance of the respiratory system. The set tidal volume will always be delivered up to set airway pressure limit. The ventilator shortly after switch to volume control alarms for airway pressure high since the airway pressure exceeds set upper pressure limit. Since the end expiratory pressure is constant during the period the expiratory minute volume decreases, it shows that the ventilator is trying to deliver gas with set parameters. The alarms for airway pressure high in volume control mode further indicates the efforts of the ventilator to deliver the set tidal volume. The trend log shows that the measured o2 concentration has been stable at 40% during the whole ventilation period. The reported alarms are most likely due to a blockage in the respiratory system, such as mucus or secretion in the endotracheal tube or patient airways, however this has not been determined. Our conclusion based on evaluation of the logs and that no fault was found during investigation of the ventilator is that there was no ventilator malfunction at the time of the event. Information received from the user facility states that the final patient outcome was no injury.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the patient was being ventilated in pressure support mode and the ventilator alarmed for respiratory rate high, low peep and expiratory minute volume low. The patient monitoring system alarmed that the patient's saturation had dropped to below 55%. Final patient outcome is unknown. (B)(4).